Manufacturer narrative:
The device was not returned to olympus for evaluation and the customer's allegation was not confirmed. The product analysis will solely be based on the available information as the subject device was not returned to olympus for service. The user's request of ¿evaluation and repair. Broken. I can¿t see any physical damage¿ was not confirmed due to no device return. Cause cannot be established due to no findings available. However, factors that may have contributed to the reported event are faulty ccd, damaged cable, or damaged connector. Based on the investigation, no nonconformances were found related to this complaint. No further escalation is required. Based on the results of the investigation, it is likely that the following led to the malfunction: faulty ccd, damaged cable, or damaged connector. A device history review (DHR) was conducted and confirmed that the device was shipped in conformance within specifications. DHR revealed no issues that could have caused or contributed to the reported issue. This issue is addressed in the instructions for use (IFU): "before each case, prepare and inspect this instrument as instructed below. Inspect other equipment to be used with this instrument as instructed in their respective instruction manuals. Should any irregularity be observed, do not use the instrument; contact olympus." And "damage or irregularity may compromise patient or user safety and may result in more severe equipment damage." Olympus will continue to monitor the field performance of this device.

Event description:
It was reported, the subject device displayed no image. The issue occurred during preparation for use. There were no reports of patient harm.